Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a low noise with and without use of the audio processor, which stopped over time. There were no evident changes in hearing performance. No trauma was reported. In january 2022 a follow-up was carried out and it was seen that in situ testing was affected. Fluctuations were observed with movements of the head and mandible. Re-implantation has been recommended. However, no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Revision surgery is not considered at this time as the device remains implanted and in use.

Event description:
The user reports a low noise with and without use of the external processor, which ceases over time. There have been no evident changes in hearing performance. No trauma is reported. Results from the imaging is awaited to confirm electrode position. It is reported that the user's performance has not decreased further and is currently still using the audio processor. The user will continue to be monitored.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In may 2019 the user reported a low noise with and without use of the audio processor, which stopped over time. There were no evident changes in hearing performance and no trauma was reported. In january 2022 a follow-up was carried out and affected channels were seen. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports a low noise with and without use of the external processor, which ceases over time. There have been no evident changes in hearing performance. No trauma is reported.